Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during meniscus repair surgery, the t1 & t2 of three (3) units of the fast-fix 360 curved were fired at the same time. Surgery was completed with a back-up device instead. T-implants were removed from the patient. There was no surgical delay, and no further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: the reported devices were received for evaluation. A visual inspection revealed that they were each returned in original packaging with the batch number of the complaint on the labels. Device one, the t1, t2, and suture were not returned. The needle assembly is bent. Bio debris is present. Device two, the t1, t2, and suture were not returned. Bio debris is present. Device three, the t1, t2, and suture were not returned. The needle assembly is severely bent. The actuator is at the tip of the needle. Bio debris is present. A functional evaluation of device one showed the actuator cycled to the tip of the needle then became stuck and would no longer cycle due to the bent needle assembly. Device two showed the actuator will cycle but the actuator attempts to stick at the tip and requires manipulation before returning to the next pre-deployment position. Device three showed the actuator will not cycle and remains stuck at the tip of the needle. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle). Based on this investigation, the need for corrective action is not indicated.